Event description:
It was reported while in use on a patient, the 840 ventilator displayed an error code indicating an issue with the bdu (breath delivery unit). The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of this event. The field service engineer (fse) replaced the bdu. The fse reinstalled ak level software, ran an extended self test (est), short self test (sst), calibrations and performance verification tests (pvt). Unit passed all tests.